Event description:
Orig. Surg. (B)(6) 2007. (B)(6). Pain. Trochanteric bursal fluid collection on the left hip which may communicate with the posterior aspect of the hip prosthesis. Metal debris causing an inflammatory reaction or loosening or alval reaction. Additional information received from litigation on october 10, 2017. Allegedly the patient was revised due to mom complications: periprosthetic fracture; metal on metal tissue reaction; pain; loosening and subsidence. (Left). Added the explant date.